Event description:
Just after implanting the system, spva, b019-10 and b905s, the surgeon performed the patency test but csf did not flow. Therefore, he used another spva, which worked properly. Please examine the valve and let us know if there is anything wrong with it.

Manufacturer narrative:
The results of the laboratory analysis of the valve will be send to complete this incident report.